Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during preparation while removing the device from the hoop and before flushing, the catheter (subject device) was noticed to broken on the shaft. There was no impact to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The renegade catheter was returned loaded in its dispenser coil packaged in the renegade opened pouch. The catheter was examined and it was observed that the catheter was stretched on its proximal shaft. The catheter was jammed in the dispenser coil. The dispenser coil was flushed and the catheter was pulled out of the dispenser coil without any difficulties. Visual and microscopic examination of the returned device revealed that the outer shaft had been separated and inner braided shaft was stretched but still intact. The anomalies found on the product appeared to be due to excessive force used to pull the renegade catheter out of the dispenser coil while it was stuck in the dispenser coil. Based on information provided by the customer, the catheter separated coming out of the loop and it was never flushed or used. Per the dfu, before removing the microcatheter from the dispenser coil, flush the dispenser coil with heparinized saline to wet the hydrophilic segment of the microcatheter. The luer fitting attached to the dispenser coil may facilitate the flushing of the dispenser coil. Repeat injection if difficult removal of the microcatheter occurs. Caution: once the microcatheter has been wetted, do not allow to dry. Therefore, an assignable cause of user error has been assigned to observed delivery wire break.

Event description:
It was reported that during preparation while removing the device from the hoop and before flushing, the catheter (subject device) was noticed to broken on the shaft. There was no impact to the patient.